Manufacturer narrative:
The correction of b5 describe event or problem field deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 8th february 2024 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003/2005. As it was stated, the button was missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event or problem: on 8th february 2024 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003/2005. As it was stated, the button was missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Recently, it has been confirmed that the button was missing from the panel on the wall and not on the lamp itself, therefore, there was no risk of particles falling off into sterile field or during procedure. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. Therefore, the scenario described in the record is considered as non-reportable. Initial reporter: hospital engineering initially provided information was pointing to missing button. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Later on, it was clarified that the button was missing from wall panel. Therefore, initially considered risk was not present. The issue investigated herein has been reassessed as not safety nor risk related. The scenario described in the record is considered as non-reportable. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 8th february 2024 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003/2005. As it was stated, the button was missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Recently, it has been confirmed that the button was missing from the panel on the wall and not on the lamp itself, therefore, there was no risk of particles falling off into sterile field or during procedure. It is not likely that the issue could lead to the serious injury or death when the malfunction reoccurs. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6), e1h event site postal code: (B)(6), h3 other text : device not returned to manufacturer.

Event description:
On 8th february 2024 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003/2005. As it was stated, the button was missing from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.